Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The position of the thumb valve did not appear to be fully upright, in the closed position. The valve was depressed and released. The valve did not return to the full upright position, however it could be manually pulled into full closed position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue and suctioning occurred. The thumb valve was fully depressed and suctioning increased. The thumb valve was manually pulled to the full upright, closed position. This did stop the suctioning. The thumb valve was then depressed and released. The valve remained in the partially down, open position. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was initial reported that an unknown issue occurred with a closed suction catheter. Additional information was received on 07/08/2015 from the respiratory manager stated that "the suction button was activated without being depressed when suction tubing was applied." There was no patient injury. The failure was identified because of the ventilator alarming. No medical interventions were performed besides switching out the catheter. The patient was intubated for 11 hours prior to the failure and the suction catheter was in use for 11 hours as well. The patient is presently in stable condition.